Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary =the complaint device was received at the service center and evaluated. It was reported that the numbers for pressure were not lighting up and digital numbers appeared burnt out. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, display issue was identified and the display ribbon cable was found to be loose. Further, the device was not able to recognize the handpiece and there was noise issue also. The loose display ribbon cable was re-seated and the lower bezel assembly, the left follower arm assembly and irrigation pump head assembly were replaced to resolve the identified failures. After repair, the device was found to be working according to the specifications. The loose display ribbon cable has caused the display issue, therefore is the root cause of the reported problem. The device was not able to recognize the handpiece due to defective lower bezel assembly. The defective left follower assembly and irrigation pump head assembly would have caused the noise issue. A manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot =a manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
As reported by the sales rep via phone, the numbers for pressure not lighting up. Digital numbers appear burnt out. No patient involved. No case. This was found during a check of the unit.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.